Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a colorectal resection procedure, the surgeon was unable to reconnect the anvil to the device and close down using the closing knob. Another device was used to complete the procedure. There were no adverse consequences for the pt.